Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely external force such as strong rubbing was applied to the place in question at the time of transportation, storage, use, cleaning, etc. This issue is addressed in the instructions for use (IFU): "warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient."

Manufacturer narrative:
A review of the scope's repair history indicates the scope was last inspected on (B)(6) 2020 with no problems found. The service evaluation found the adhesive on the distal end cover was found missing. The scope passed the leak test. The scope was repaired to standard specifications and returned to the asset inventory. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a customer returned asset, the evis exera ii ultrasound gastro-videoscope's adhesive on the distal end cover was found missing. The customer did not report any problems associated with the device and there was no patient injury or harm reported.